Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpackaging and prior to use, the 3.0 x 33 mm xience prime stent delivery system was noted to be severely kinked and partially separated at the shaft. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.